Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.6.: component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: it was reported in note (B)(4) that the "hospital has reported events in (B)(6) too". Have complaint files already been created for these events? If so, please provide the pc reference numbers. Yes, the pc reference numbers are as follows: (B)(4). H.3. Investigational summary: the product was returned to ethicon for evaluation. One open box with thirty - seven unopened foil packets that pertain to the product code vcp493h was received for analysis. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. Following the sampling plan, a visual inspection was performed on thirteen samples; the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues and examined, although the diameter of the suture in the tipping area was noted with significant difference in suture¿s diameter and coloration. The flex test on the sutures was performed, and six sutures did not meet the requirements, due to improper tipping, as the suture was breaking away from the swage area. As per this condition observed, the flex test on the sutures was performed in remaining twenty-two samples and twelve sutures did not meet the requirement. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2025 and suture was used. The problem of pulling off suture needle happened when suturing skin. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified.